Manufacturer narrative:
The cobas c 303 analytical unit serial number is (B)(6). The alarm trace shows multiple "abnormal aspiration" alarms, which is consistent with poor sample handling or pre-analytical issues. Qc and calibration were passing prior to the event. The investigation is ongoing.

Event description:
There was an allegation of questionable bil-d gen.2 results for 1 patient sample on a cobas c 303 analytical unit. The initial result was 9.37 umol/l. The bilirubin total result was 6.50 umol/l. The doctor pointed out that the bilirubin direct result was greater than the bilirubin total result and the sample was repeated. The repeat result for bilirubin direct was 2.74 umol/l. The repeat result for bilirubin total was 5.43 umol/l.